Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Litigation alleges pain, discomfort, inflammation, subsidence, and impingement. Update - 09/13/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reported loss of range of motion, impingement, stem loosening. The revision surgery notes bone on bone impingement and subsidence of stem/sleeve. Part and lot numbers were provided, updated the head/liner and added sleeve, stem. The complaint was updated on: 10/05/2016.

Manufacturer narrative:
No devices were returned for examination. A search of the complaints databases finds other reports were found against the liner and/or femoral head as well as the femoral stem and no others were found against the sleeve. The liner and femoral head are exempt from device history record review per procedure. A review of the stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: litigation received. Litigation alleges pain, discomfort, inflammation, subsidence, and impingement. Update: 09/13/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reported loss of range of motion, impingement, stem loosening. The revision surgery notes bone on bone impingement and subsidence of stem/sleeve. Part and lot numbers were provided, updated the head/liner and added sleeve, stem. The complaint was updated on: 10/05/2016. Update ad 19 april 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleged loosening of stem. Doi: on (B)(6) 2006, dor: on (B)(6) 2015, (left hip).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: device manufacture date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.